Event description:
It was reported that the ilet pump¿s screen would not wake, the device entered bg run mode after a g7 sensor failure, and the pump subsequently appeared blank while still vibrating; the ilet app disconnected, and blood glucose later measured as 335 mg/dl before the user returned home, charged the pump, replaced the sensor, reconnected the app, and the system resumed correction without need for replacement. Symptoms included thirst, headache, and dizziness consistent with hyperglycemia. Outcomes included elevated blood glucose that resolved after restoring sensor and pump operation. Investigation included troubleshooting of a sleep/wake display issue, device charging, app and pump reconnection, and sensor replacement. Investigation of this case revealed a depleted pump battery with an unresponsive screen state and loss of cgm input leading to bg run mode; device function returned after charging and sensor replacement, and no physical screen damage was observed. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental conditions leading to battery depletion combined with loss of cgm signal, resulting in temporary screen unresponsiveness that resolved with charge and system reinitialization.